Event description:
Customer reported to beckman coulter, inc. (Bec) that the rbc (red blood cell) bath of the coulter ac-t diff analyzer was overflowing. Customer reported the leak was not contained within the instrument. Customer reported that the volume of the leak was 2- 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the rbc bath was overflowing. The fse could not determine the exact cause of the overflowing baths. The fse replaced all of the pinch tubing connected to the rbc bath and the leak was repaired. The fse verified the repairs per established procedures.

Manufacturer narrative:
(B)(4).